Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
An event was created based on the information contained in a journal article because the identified adverse event involved the use of a boston scientific model#4469 leads. Boston scientific received information that this patient medical and device history was significant for syncope, complete heart block, s/p av nodal ablation and pacemaker implant procedure. The guidant right atrial (ra) and right ventricular (rv) leads had been implanted in 2004. On (B)(6) 2015, the patient was presented back to the electrophysiology (ep) laboratory. The chronic rv lead was repaired due to an observed insulation disconformity. The chronic rv lead's terminal end was then inserted into the left ventricular (lv) port of the replacement competitor device. The chronic ra lead was surgically capped due to conductor fracture (greater than 7000 ohm pacing impedance) and replaced with a competitor model#4574 lead. Additionally, a replacement competitor model#4074 was implanted into rv and the terminal end of the lead was inserted into the replacement competitor device's rv port.